Event description:
Additional information was received stating patient sought a second opinion from another ophthalmologist. His opinion was that the lenses were fine and the surgeon had left some wiggle room with the lenses, that is patient was within an acceptable range and vision has improved 4 week post operation. Patient was started on another steroid and will be seeing me in a month. Surgeon still suggested that patient may need a lasik treatment for one of the eyes to improve the situation.

Manufacturer narrative:
Correction information was provided in b.2, b.5 and b.6. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported following an intraocular lens implant procedure, patient¿s reading and intermediate distances were better than expected. However, distance vision was bad and has not improved in the weeks after the procedure. The doctor wanted to wait and see if there is any improvement in another four weeks. Doctor suspected the intraocular lens may not have settled properly or there is an issue with the lens itself. Additional information was requested.